Manufacturer narrative:
Additional information: the review of the batch record confirms that the expiration date was correct with jul 2015. The production order for this lot,was generated in accordance with procedure. Fourteen (14) samples were received and visually inspected. All products were within their seal chevron primary packaging and unused. All had the convatec primary packaging label (clear with "lot" in box and hourglass) which within sap had an expiration interval of 730 days 2 years); as of 16 nov 2015, this remained as the expiration interval and is correct. Within sap, it was possible to override the manufacturing and expiration dates. For lot 3g02651, the expiration date was manually changed to jul 2018 rather than jul 2015. As a result,the certificate of conformance had an incorrect expiration date. This has been corrected. The product associated with batch 3g02651, in this complaint investigation, was made according to specification. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor product trends. No further action required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: issue occurred with ten (10) sterile dressings. A separate 3500a form has been completed for the other nine (9) cases. (B)(4).

Event description:
It was reported that the wrong expiration date was on package label. No patient involvement was reported.

Manufacturer narrative:
It was discovered on september 09, 2015 that the incorrect results code was recorded on the initial MDR that was reported on september 02, 2015 - MFR# 1049092-2015-00509. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).